Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 230mg/dl. During troubleshooting, the customer observed insulin exiting the infusion set tubing. The customer declined to remove the infusion set site to observe the cannula due to not having supplies with them at the time. The customer resumed insulin delivery without changing out any supplies. During follow-up,tandem technical support educated the customer's husband on the possible causes for occlusion alarms. It was reported that the customer was to continue using their current pump for diabetes management while the replacement pump arrived.